Manufacturer narrative:
(B)(4). The device was manufactured november 13, 2013 ¿ november 14, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow occurred from a small volume infusor. This was noted while infusing fluorouracil (non-baxter) and sodium chloride (non-baxter). The reporter stated that there was no flow for 7 days. There was patient involvement; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.